Event description:
It was reported by the patient's spouse that they heard a "noise" coming from the patient's chest. The patient's physician directed them to the emergency room (ER). The patient's spouse confirms that their device was checked. Additional information was attempted to be obtained, however it was not available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.